Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon could not insert the articular surface properly, so he completed the surgery with a different device.